Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H4: the lot was manufactured on november 14, 2022 ¿ november 15, 2022. H10: two actual devices were received for evaluation. A visual inspection was performed on the first device which revealed fluid inside the housing due to missing film-wrap. The film-wrap fastens the bladder to the stressmember inside the housing. When the film-wrap is missing, fluid would leak inside the housing during fill. A visual inspection was performed on the second device which noted fluid inside the housing. A functional leak test was performed by adding green color water to the bladder. After fill, a leak was observed coming out at one side of the bladder crimp inside the housing. The reported conditions were verified. The cause of the conditions were both due to manufacturing related issues. A nonconformance has been opened to address the bladder crimp leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked. One device leaked from the bladder into the container during filling with saline and one device had moisture that was noticed during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.